Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented with a lead exhibiting an increase in capture threshold. The lead was explanted and replaced. There were no adverse events following the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.